Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tear drop labels are missing on the bd ultra-fine¿ short pen needle. The following information was provided by the initial reporter: finding several pen needles with missing teardrop label.

Event description:
It was reported that tear drop labels are missing on the bd ultra-fine¿ short pen needle. The following information was provided by the initial reporter: finding several pen needles with missing teardrop label.

Manufacturer narrative:
Investigation summary: customer returned (7) 31 gauge, 8mm pen needles. There were no teardrop labels on the pen needles. There were no physical indicators or conditions that would indicate that the pen needles had never had teardrop labels or had them removed. With the pen needles returned outside of their container, it cannot be determined if they were shipped with no teardrop labels. It has been noted that no other reports of the teardrop labels missing were reported for this lot. The report of the teardrop labels missing from the pen needles cannot be confirmed directly given the information and samples provided. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was unable to directly confirm the customer¿s indicated failure of missing teardrop labels. Root cause cannot be determined at this time as the issue is unconfirmed.